Event description:
A report was received that the patient had difficulty connecting the remote control (rc) and charging the ipg after a non-device related surgeries. It was not determined if monopolar or bipolar cautery was used. The patient will undergo a revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient had difficulty connecting the remote control (rc) and charging the ipg after a non-device related surgeries. It was not determined if monopolar or bipolar cautery was used. The patient will undergo a revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient had difficulty connecting the remote control (rc) and charging the ipg after a non-device related surgeries. It was not determined if monopolar or bipolar cautery was used. The patient will undergo a revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected by the physician. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty connecting the remote control (rc) and charging the ipg after a non-device related surgeries. It was not determined if monopolar or bipolar cautery was used. The patient will undergo a revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
.